Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that when the patient gets up the adaptive stimulation (as) is at 2.7 and the patient progressively increases it and they have the as on to increase when they are walking. The patient stated that now the as would randomly turn off and go to 0 while other times it will reduce back to 2.7. The patient stated that they will start to feel a burning sensation in both their feet as soon as it goes off and it will say "stimulation is off". The patient stated this was occurring intermittently. The patient also mentioned that they are not getting the relief they used to and they have been reprogrammed a handful of times. The patient stated that they are getting about 75% of the prior relief in their right foot and about 25% of the prior relief in their left foot. The patient noted that they had an unrelated neck surgery that the healthcare professional (hcp) assured the patient that they would not be anywhere near the ins. The patient called later and said they were using a new controller but still had the issue with the as in the mobile setting. Patient services helped the patient adjust the stimulation to the correct amplitude (2.6v) and the patient said that this corrected the issue. The patient was directed to follow-up with their hcp. No further complications were reported/anticipated.